Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was reported that the insulin pump had crack in battery cap, scratches and dents on front, no delivery alarms, short battery life, reject battery alarm. The insulin pump will not be returned for analysis.